Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the motor error alarm. The customer¿s blood glucose level was 276 mg/dl. The customer stated that drive support cap was normal. The customer stated that they received the more than one motor error alarm in the history. The customer stated that they were able to clear the alarm and complete the rewind. The device will be returned for the analysis.